Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the central monitoring was dropping in and out a 30-minute period and there were multiple application restarts during the period. Certain beds did not have live vitals crossing over to central station. It required a central station reboot to correct. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed that system was working as designed. Logs were evaluated that indicate a series of timeouts that were a result of the offloaded database rebooting. The customer reconnected the database to the servers to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.